Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to the abbott diabetes care freestyle libre reader does not turn on with test strip insertion. It was further reported that the customer experienced symptoms described as "tremor and pale". Customer received treatment of three sugars "15 gr" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.